Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17780973) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f jr4 infinity diagnostic catheter had an additional side hole. There was no reported patient injury. The device will not be return for analysis.

Manufacturer narrative:
Additional information received indicates that the device was stored and handled per the instructions for use (IFU). There were no damages noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There were no anomalies noted when the device was removed from the package. There were no difficulties removing the stylet or any of the sterile packaging components. The product was not damaged prior to use. The device was prepped according to the IFU. During use, contrast leaked from the catheter on inspection, which would seem that a fracture had occurred. No unusual force was used at any time during the procedure. The product was clinically used. Images of the affected device has been requested. There was no patient injury; however, contrast leaked at the subclavian site and additional contrast had to be used. During use in an unknown procedure, it was noted that the 5f jr4 infiniti diagnostic catheter had an additional side hole. There was no reported patient injury, however, contrast leaked at the subclavian site and additional contrast had to be used. The device was stored and handled per the instructions for use (IFU). There were no damages noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There were no anomalies noted when the device was removed from the package. The product was not damaged prior to use. The device was prepped according to the IFU. No unusual force was used at any time during the procedure. Multiple attempts were made to obtain additional information and device photographs; however, no additional information was provided. A product history record (phr) review of lot 17780973 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft) puncture/cut - in-patient¿ could not be confirmed as the device was not returned for analysis and device photographs were not received. The exact cause could not be determined. Based on the limited information available for review, storage, and procedural/handling factors, may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. Straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle.¿ neither the phr review nor the limited available information suggests that the reported event could be related to the manufacturing process of the device. Therefore, no corrective or preventative actions will be taken at this time.